Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 6 of 6 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance. These devices had a deformation issue (dent). The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of two devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 6 malfunction events where midwest e plus 1:5 high speed contra angle attachment handpieces overheated. 6 events resulted in no injury.